Event description:
It was reported that the customer's blood glucose (bg) level was 2.4 mmol/l; cause was not known. Customer administered a glucagon injection and then went to the emergency room (ER). Customer was treated with intravenous fluids of saline. Low bg resolved with no injury. Customer was discharge from the ER on (B)(6) 2026. Technical support performed a pump system check. There were no issues identified with the cartridge, insulin, or infusion set cannula/tubing. Pump was functioning as expected.